Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead, in bipolar, had low impedances of less than 200 ohms and loss of capture was noted. This lead was replaced. No explant date was provided.